Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced presyncope. The patient complained about missed beats sometimes for up to five seconds while walking. Premature ventricular contractions (pvc) were seen during autocapture threshold testing and high output mode was observed frequently in the autocapture trend curve. Fusion beats were suspected. Autocapture will be disabled and the patient monitored.